Event description:
The customer's mom called to report that her daughter's blood sugars were high throughout the night after placing new pod. She then removed the pod and administered manual injections to bring bg down, at which time she placed a new pod. Her bg was normal the next morning. The caller reported that when filling the initial pod, she felt resistance and heard a cracking noise. No further problems reported.

Manufacturer narrative:
The product has not been returned so no evaluation is possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.